Event description:
The home patient reported a system error 2267 alarm during fill 4/6 of automated peritoneal dialysis with the homechoice machine. The patient noted that one of the supply bags had a kink in the port. The patient disconnected the bag and then reconnected it. The patient was instructed to discontinue treatment and restart with new supplies. There is no patient injury or medical intervention reported with this incident by the home patient or the dialysis unit.